Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube and tube lip, and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed a no delivery and motor error. Customer stated she unaware what led up to the alarms. Assisted with clearing the alarms. Customer stated she was able to complete the rewind sequence. Customer stated she has had multiple no delivery alarms. Advised the insulin pump will need to be replaced and to revert to back up plan. The blood glucose reading was 120mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).